Event description:
Following a middle compartment prolapse repair procedure using an uphold lite vaginal support system, the patient experienced bladder emptying difficulties.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).